Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after the patient's right ventricular (rv) lead was implanted, the patient presented to the emergency department with symptoms of dizziness and "left flank pain." An x-ray confirmed perforation had occurred and the rv lead was exhibiting loss of capture, high thresholds and unstable thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.